Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a loose quick disconnect 20 near the distribution valve (dv) and corrected it. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 600 coulter cellular analysis system. The instrument was leaking cleaner (<2ml) under the transport assembly during the shutdown cycle. The leak was contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no reports of biohazard exposure to open wounds or mucous membranes. The operator was wearing appropriate personal protective equipment of glasses, gloves and lab coat when the event occurred. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.